Event description:
The customer reported an intermittent communication error was displayed. The system had to be rebooted to restore system functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
The ge service representative performed an onsite investigation. The interconnect cable and power control board were evaluated and replaced. The system was found to be working as intended and returned to service.